Event description:
Customer reported a false negative leukocyte on the instrument but the microscopic results were positive. There was no report of injury for this event.

Manufacturer narrative:
The cause of the discordant leukocyte results is unk.